Manufacturer narrative:
It was reported that the operon surgical table allegedly become damaged when the customer attached a tenet beach chair accessory to the end of a back section of the b810 table. They were in the process of placing the pt under anesthesia when they noticed the pt leaning suddenly to the left. The tenet beach chair has not been tested internally on a berchtold surgical table, as a result, is an unapproved attachment.

Event description:
It was reported that the operon surgical table allegedly became damaged when the customer attached a tenet beach chair accessory to the end of a back section of the b810 table. They were in the process of placing the pt under anesthesia when they noticed the pt leaning suddenly to the left. There was no pt injury reported.